Event description:
It was reported that during an infusion port insertion procedure in the right subclavian artery, the physician was "attempting to insert guide wire and encountered resistance. The doctor pulled the guide wire out of the pt and noticed that it was frayed and approx an inch was left in the pt's vessel. The pt was then taken to interventional radiology to retrieve the piece and when it was retrieved, successfully, the piece was approx 2.5 inches." The guidewire was inserted through the metal entry needle. The physician did not encounter any resistance with the removal of the guidewire. The procedure was not completed due to this event. There were no reported pt complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The shop floor paperwork has been reviewed and no issues were noted that would have contributed to the complaint reported.